Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and verified that there was an intermittent loss of contact to the patient through the disposable defibrillation electrodes during chest compression activity. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was displaying a "paddles leads off" message while it was connected to a patient. As a result, defibrillation therapy may not be available to a patient if needed. The customer obtained a backup device and used that on the patient. The customer didn't attempt to deliver defibrillation therapy to the patient with either device. The customer was using conmed defibrillation electrodes. There were no reported adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device was displaying a "paddles leads off" message while it was connected to a patient. As a result, defibrillation therapy may not be available to a patient if needed. The customer obtained a backup device and used that on the patient. The customer didn't attempt to deliver defibrillation therapy to the patient with either device. The customer was using conmed defibrillation electrodes. There were no reported adverse effects to the patient as a result of the reported issue.